Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported to a manufacturer representative (rep) that she had been experiencing pain in her vaginal area and that the bandages were full of old blood. Additionally the patient reported that she feels like she is retaining. The patient was advised to follow-up with her healthcare provider. Patient status is unknown at the time of this report and no device malfunctions were reported.